Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer was advised to replace the power switch overlay. Part number was provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had an intermittent alarm light emitting diode (led) failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.